Manufacturer narrative:
Follow-up # 1 ¿ (01/05/2015). The patient¿s meter has been returned on 12/10/2014 and evaluated by lifescan product analysis on 12/30/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have cracked lines on the lcd. A secondary issue was noted when the meter's label was found to be fading. In addition, a tertiary issue was noted when the meter was found to be missing a battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that their onetouch ping meter has a cracked display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.